Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention have been performed to address the reported issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
A previously placed clip had detached and was in the femoral artery. Surgery was performed on (B)(6) 2024 to remove it from the anatomy and treat mr with a new clip. A few days later it was observed that the new clip had detached from one leaflet resulting in a single leaflet device attachment. Mr had increased from 1+ to 2+.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated.